Event description:
A customer contacted beckman coulter inc., (bci), and reported that one glucose (glucm) discrepant patient result was noted when running in duplicate mode on unicel dxc 600 pro synchron clinical systems. The specimen was re-tested on same instrument and obtained results did not correlate with the initial glucm result. The discrepant result was not reported out of the lab. Customer could not provide the actual result that was reported. Patient treatment was not affected.

Manufacturer narrative:
Calibration had failed prior to confirming the patient results. Customer calibrates and runs qc every 8 hours. Glucose cup maintenance had recently been performed. Electrode is within on-board dating of 6 months. Service updated the instrument with the glucm modifications for the stirrer motor and sample wheel cover. Root cause of this event is unknown.